Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that upon placing 60ml syringe on pump and securing with clamp and pressing "confirm", it was alarmed with "syringe flange not in place" during implementation. When tested with several different syringes on the pump there was a same result. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing showed that the ear clip optocoupler sensor was unsecured and missing 1x screw. Probable cause due to manufacturing/assembly error. The parts were replaced and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.